Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) had not seen the patient in two years, plus.

Event description:
It was reported the patient was having problems with the stimulator not working the way it should. It seemed to cut in and out as though there was a short in the system. It seemed to be working even when it was turned off, it was a milder sensation, but it was definitely there. The patient wanted to know the process to getting the problem resolved. An email response was sent to the patient recommending them to their health care provider (hcp). There were no patient symptoms reported. There was no outcome reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#:(B)(4), product type: recharger. Product ID: 37743, serial#:(B)(4), product type: programmer, patient. Product ID: 39565-65, serial#:(B)(4), implanted: (B)(6)2011, product type: lead. (B)(4).